Event description:
Pt complained that he felt a shocking sensation when using the device.

Manufacturer narrative:
Device was not returned to MFR for investigation as of (B)(4)2010. Preliminary tests are pending. Associated accessory device. Act monitor. Model# com001. (B)(4).